Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure, the patient side cart (psc) had error 31221. When the system was restarted, error 319 occurred and the system would not start up normally. The procedure was completed after replacing the psc with another system that was not being used. Afterwards, it was found that the error was caused by the power distribution unit (upd) board inside the psc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer noted ports were placed prior to conversion of procedure because the event occurred during the procedure, and they had to remove instruments. The customer noted that an error occurred after the completion of the dissection of 106 recr (right recurrent laryngeal nerve lymph node). At the time of the error, the instrument was in a free state, so safety was confirmed, and the instrument was removed. During the exchange, the patient remained in the prone position and under anesthesia, waiting for approximately one hour. After the exchange of the psc was completed, the surgery was resumed and completed. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd) board to resolve the issue. The system was verified and ready to use. Isi has received the upd board for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal power distributor (upd) board was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. The emergency power off (epo) functionality was tested and passed. All the gantry motors moved the full range of motion and test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board and all passed. The upd remained on the test system for hours in normal operation with no issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.